Event description:
A cardiac tamponade occurred during an a-fib procedure. After pv isolation was done and cti block line was created, the patient's blood pressure declined into the 60's during hemostasis. Pericardial effusion was confirmed by echocardiograph. Drainage was performed, and the patient's blood pressure returned to normal. The patient was conscious and stable. The patient's condition had improved. Prognosis was satisfactory. No extended hospitalization was required. The physician was unsure if the event was caused by ablation or manipulation of the devices or any other issues.

Manufacturer narrative:
Concomitant bwi products used during the procedure: lasso catheter (product was not returned for investigation), model #: d-1220-38-s, lot #.: 15390537l; c3 nav variable lasso catheter (product was not returned for investigation), model #: d-1290-01-s, lot #.: 15438478l; cristacath catheter (product was not returned for investigation), model #: d-1276-01-s, lot #.: 15404463m. (B)(4).